Event description:
A supplemental report is being submitted due to completion of the investigation on 10-nov-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1984031 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 04 may 2023. The returned device lab findings and observations can be referred through the attached files. Visual inspection: - stylet returned separately. - kink below sheath extender observed. - distal end of needle examined and appears to be cut (broken). - stylet examined and no issue observed. - stylet tip examined and no issue observed. Functional inspection: - sheath extender able to advance and retract without difficulty. - needle handle unable to advance or retract. - needle removed from device and needle break observed below the sheath extender. Manufacturing records review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1984031 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1984031. Instructions for use and/ label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being used in a torturous position leading to the device being over torqued causing the needle to break proximally below the sheath extender as detailed by the customer in the additional info "was the device used in a tortuous position? Yes". Clinical input received confirmed that use of the device in mediastinum is regarded as on-label use for these devices. (Ref. Attached: (B)(4).clinical input received) a CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
After biopsy completed, user tried to retract the stylet into sheath and adjusted knob. But found out the stylet cannot be retracted into sheath completely. After several attempts, user still cannot retract the stylet into sheath. User cut the stylet to avoid endosocpy, working channel damage and retracted the device from endosocpy. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures, due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence". Update (B)(6) 2023 tp. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: _____________________ 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Mediastinum. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r,2l,4r,ao,ar,11ri,11s. 7. Please describe the size of the intended target site? 3.8x2.7cm, 3.8x2.7cm. 8. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. 9. Was the device used in a tortuous position? Yes. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus gf-uct260, gf-uct260. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted, e.g. On advancement of the sheath/needle or on needle retraction? Retraction. 17. Was difficulty experienced while retracting the needle? Yes. 18. Was the syringe used during the procedure, after the stylet was removed? Yes. 19. Was the needle able to be fully retracted before removing from the patient? No. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? Yes. 24. How many biopsies/passes were obtained with use of this needle? 1. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site, was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea?